Event description:
On (B)(6) 2022, a spontaneous report from the united states was received from a nurse practitioner regarding a female patient (age not provided) who used thermacare lower back and hip heat wrap. Medical history prior use of thermacare lower back heat wraps without issue. Concomitant products were not provided. On (B)(6) 2022, the consumer topically applied a lower back and hip heat wrap to her back for an unspecified indication. On (B)(6) 2022 after the consumer wore that heat wrap for 5 hours, she experienced some burns and blisters on her back. For treatment, the consumer applied burn cream and was using an ice pack. The consumer thought the heat wraps were meant to be worn for 16 hours. As of (B)(6) 2022, the consumer was still experiencing a lot of pain and soreness. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.